Manufacturer narrative:
Reported event: an event regarding pain and difficulty walking involving a trident psl ha cluster 50mm was reported. The event was not confirmed. Device evaluation and results: not performed as no device was returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: ¿cause of the problem may be related to cup malposition in low inclination which would be a procedure-related factor, but the amount of information is not enough to establish such a root cause of failure with enough certainty due to lack of appropriate further information.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. The reported device is not part of a recall. The exact cause of the event could not be determined because of a lack of information. While x-rays suggest that the problem may have been related to cup malposition, there is not enough information to establish such a root cause of failure. Further information such as the reported device, patient medical records, and additional x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened. Remains implanted.

Event description:
It was reported that, "I¿m an (B)(6) lady, (B)(6), and I had a total hip replacement in (B)(6) 2012. Surgeon implanted an abg ii hip device. I send you the characteristics of the implanted devices and my x-rays, because I still have pain and difficulties when I walk. I would like to know if my hip device is the model recalled by stryker. I thank you for your attention and help and I wait for your answer."